Manufacturer narrative:
Complaint no: (B)(4). Upon follow up it was reported, on an unreported date, the patient was recovered from the reported events and was discharged home from the hospital. Dianeal therapy remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. Suspected peritonitis was manifested by abdominal pain, vomiting, fever, and cloudy effluent. On an unreported date a "few days" prior to the receipt of this report, the patient was hospitalized for the peritonitis event. The cause of the suspected peritonitis was unknown. On an unreported date, the patient began treatment with unspecified antibiotic injections (route, dose, frequency, and duration not reported) for peritonitis. The action taken with dianeal therapies and patient outcome were not reported. No additional information is available.